Manufacturer narrative:
It was reported the cutter did not cut and aspiration did not work at all. The information does not suggest serious injury occurred and reoccurrence is unlikely to result in serious injury. This event does not meet the criteria of a reportable event. The investigation is complete. See related 0001920664-2024-70034.

Event description:
Additional information was received. The client stated the following with regard to the handpiece, "it never aspirated at all and we replaced it before continuing."

Manufacturer narrative:
The device has been requested, and has not been returned. The device history record review shows manufacturing and sterilization records for were found to be acceptable. The investigation is underway. See related 0001920664-2024-70034.

Event description:
The user facility in the united kingdom reported that two cutters were not cutting the vitreous. A third cutter from a different batch was used and there were no issues. There was no impact to the patient and no medical intervention. This report is for the second cutter.